Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8079068. Our records show that this is the only instance of this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was subjected to leakage testing by our quality engineers. The results of our experiment found the device to be operating within product specifications. Based on these results, the root cause for this complaint could not be confirmed at the conclusion of our review. However, previous investigations have shown that this issue can be related to the swaging process. Through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. CAPA #723843 has been opened to investigate.